Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was found expired with the pump disconnected from the system controller. The medical examiner requested an eval of the explanted device to determine if anything unusual could be identified with the pump. No additional info regarding the pt death was provided to the MFR.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.